Manufacturer narrative:
Investigation summary: one photo was provided by the customer for investigation. The photo shows the printed top web of five blister packs showing the product information and batch number. There is also one blister pack viewed through the clear bottom web showing one needle hub assembly. No foreign matter is visible on the one (1) needle hub assembly which is visible. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on the investigation conclusion, the condition reported by the customer cannot be confirmed; therefore, potential root causes cannot be determined. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of foreign matter (fm) for lot # 8250779, item # 305197. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Rationale: no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that foreign particles were observed on the bd precision glide¿ needle during use. This complaint was created to capture the 3rd of 5 related incidents. The following information was provided by the initial reporter: "batches that we have technicians ended up with particles with the particles in the bag. Not sure if it was something inside the needle or something else."